Event description:
A piece of the endo catch bag broke off inside of patient during surgery. All portions of the device were retained and no pieces were left inside of the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).